Event description:
During testing pump's door would not latch when tubing was installed and the tubing free flowed. No pt impact.

Manufacturer narrative:
Visual inspection showed that impact bent platen door to aside. The administration set was inserted, platen door was closed, no free flow was observed. Tests showed that the pump passed a free flow test, but it was under infused by +/-5 percent of accuracy test. The free flow complaint could not be duplicated. The pump was calibrated to resolve the issue.